Manufacturer narrative:
Tw ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vaso view hempro vh-3500 inner portion of the rubber cap broke off on the trocar of the btt. A new device was used to complete the procedure. There were no complications.

Manufacturer narrative:
Tw # (B)(4). Corrected section: d4 UDI#. The device was returned to the factory for evaluation on 08/20/2024. An investigation was conducted on 09/04/2024. A visual inspection was conducted. The btt body was not returned for evaluation. The scope seal as well as a gray circle piece was returned for evaluation. The gray circle piece was returned off the scope seal. No other visual defects were observed. An engineer evaluation was conducted. A piece of the short port seal 7mm scope (part number rm30498) broke off. See attached engineer evaluation memo. Based on the returned condition of the device as well as the evaluation results, the reported failure "break; seal" was confirmed. The lot # 3000392531 history record review was completed. There were 3 ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.